Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, the pump indicated a data log corruption. Customer's blood glucose level was 113 mg/dl. Reportedly, the pump was reset and the customer continued to use the pump for continued insulin therapy.